Manufacturer narrative:
The device was received for evaluation. During visual examination, two parts of the filter were observed separated. No remains of solvent were noted around the circumference of the filter. The reported condition was verified. The cause was determined to be the material of the device was defective. There are controls in place for prevention and detection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp extension set with 0.22 micron filter was leaking from an opening at the bottom of the filter. This occurred during priming with normal saline. The set was replaced to resolve the issue. There was no patient involvement. No additional information is available.